Event description:
The customer states that a falsely low hemoglobin result of 7.2 g/dl was generated for one patient and reported to a physician that questioned the result. A redrawn sample was collected from the patient and tested yielding a hemoglobin result of 11.0 g/dl. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.